Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: litigation record received. Litigation alleges hip pain, stiffness, metal and poly debris, metal stained on synovial tissue, and squeaking noise. X-ray reported pelvis and left hip migration and faulty locking mechanism on the acetabular component of implant caused the poly liner lining on the gription cup to dislodge and fragment. Litigation alleges revision due to instability of cup locking mechanism. The product was not returned to j&j medtech orthopaedics, however a x-ray disc was returned for review. See attachment x-rays retrieved from disc - (B)(4). The x-ray investigation revealed that a disassociation event occurred between the acetabular liner and the cup. With the evidence provided it is suspected that the anti-rotational device mechanism (ard) may have fractured causing a dissociation and that the liner might have a wear condition. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk hip acetabular liner poly would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #: (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges hip pain, stiffness, metal and poly debris, metal stained on synovial tissue, and squeaking noise. X-ray reported pelvis and left hip migration and faulty locking mechanism on the acetabular component of implant caused the poly liner lining on the gription cup to dislodge and fragment. Litigation alleges revision due to instability of cup locking mechanism. Doi: (B)(6) 2018; dor: (B)(6) 2023; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.